Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Therefore, omsc could not investigate the subject device. The exact cause was unknown. Omsc surmised that the user sterilized the subject device mistakenly.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the subject device was sterilized without disassembly into four parts. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.